Event description:
During routine maintenance of the device, medtech technician noticed that the articulated arm of the device was difficult to manipulate.

Manufacturer narrative:
The suspected root cause is wear and tear of the metal holder most likely due to overtightening.